Manufacturer narrative:
H3 - device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the haptic torn and deformed with debris on the lens surface. Claim# (B)(4).

Manufacturer narrative:
Ethnicity - unk. Race- unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -8.50/1.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a for a longer length lens due to low vault on (B)(6) 2020. This resolved the problem.cause of the event is reported as unknown. Reportedly, "patient is happy."